Event description:
IV catheter needle did not retract while placing peripheral IV. Catheter placed without difficulty and flushed without difficulty and flushed easily with no evidence of malfunction. Unit pulled all with same lot number from stock. The actual catheter from this event was discarded. Other catheters from the same lot are available for testing.